Manufacturer narrative:
The implant date of the concomitant ipg (model mn20200) is unknown at this time.

Event description:
The patient ((B)(6)) is implanted with two leads as part of their drg system. It was reported during the elective removal of the patient's ipg, the physician observed invalid impedances on one of the leads. As a result, the lead was explanted. Effective stimulation was established with the second lead. The lead was implanted in 2014. The manufacturer has been unsuccessful in retrieving additional lead details.